Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s trocar broke. The tip of trocar "shredded". No patient involved in the event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three photographs of the device. The first photo depicts a full view of the back of the product label. The second photo depicts the distal end of the obturator with many gouges. The third photo depicts the distal end of the obturator with many gouges. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges at the distal end of the obturator may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.